Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit communicated properly and recorded the 59 mg/dl value properly from glucose meter. No unexpected failed self-test alarm, black display anomaly, counted 1-7 and then reboot/reset anomaly noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit communicated properly and recorded the 59 mg/dl value properly from glucose meter. No unexpected alarm, black display anomaly, counted 1-7 and then reboot/reset anomaly noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed self-test. Customer was assisted with alarm troubleshooting. Customer's blood glucose was unknown at the time of the incident. There was no indication that troubleshooting resolved the alarm and the insulin pump failed self-test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.